Event description:
It was reported that a primary audible post failure occurred. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the tamper seal on bottom case and plunger assembly broken/removed, the top case cracked by front corners and tube holder, the bottom case cracked by l bracket screws and corner lining worn off, and the plunger head cracked by all screws. A review of the event history log identified primary audible alarm background test. Functional testing was performed using the occlusion test and the reported problem was duplicated. The root cause of the problem was unable to be determined. The speaker was replaced as a preventive measure. A corrective and preventive action (CAPA) was initiated to address this issue of primary audible alarm background test. This MDR was generated under protocol (B)(4).